Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the issue was caused by a damaged digital video input. However, the specific cause of the damaged digital video input could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, during preparation for use, the high definition liquid crystal display monitor screen goes black because connection was fluctuating (lots of connecting issues). There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of screen going black was confirmed, due to a damaged digital visual interface cable port. In addition, the bezel was cracked. There is a missing screw on the rear panel. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.